Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. The most likely cause for this kind of damage is overstress; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue which our IFU warns against. We cannot confirm.

Event description:
Allegedly, during a procedure, one jaw broke off the instrument and fell into the patient. The doctor immediately removed the broken piece, the instrument was replaced and the procedure was completed with no delay or no serious injury to patient.